Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas, did not reveal any device-related issues. Pump was not returned for evaluation. Percutaneous lead was returned. Approximate 25.25" of the external portion/distal end of the driveline. The pins of the metal connector were free from deformation. Segments of all six wires were also returned, which appeared unremarkable. Gray shrink tubing from previous driveline repair revealed no evidence of damage. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section d10: correction. Section h6: correction. Manufacturer's investigation conclusion: the report of a suspected driveline (dl) issue could not be confirmed during the evaluation of lvad. The device was returned assembled with the dl cut approximately 1¿ from the pump housing, and approximately 25.25" of the external portion/distal end of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned for evaluation. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 3 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2019. The patient was implanted with heartmate ii (B)(4).